Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly after the implant procedure, the patient experienced symptoms of neurological damage. The patient lost motor function and was admitted in the intensive care unit. It was also reported that the radiologist at the hospital determined that the catheter was placed in the spinal cord.